Manufacturer narrative:
(B)(4): serial number = na.

Event description:
It was reported that during a rectum resection procedure, the firing handle was released by high resistance after firing, all staples were well formed. No patient consequences were reported.